Event description:
Per biomed - bubbles under the probe membrane.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of bubbles under probe lens was confirmed. The probe scanning area has one bubble forming on the membrane. The root cause of the failure was identified as use-related probe failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.